Event description:
It was reported that the customer's insulin pump had frequent motor error alarms and was not able to exit from the rewind mode. Troubleshooting was performed and determined that the insulin pump needs to be replaced. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk.